Event description:
The hospital perfusionist reported an issue encountered with the mps console during use. The report stated that the console displayed an error code for "air in the heat exchanger." The report stated the alleged issue has been occurring intermittently. The perfusionist stated that he unlocks the delivery set and resets the heat exchanger when the alarm occurs and this resolves the issue. There were no patient complications reported as a result of the alleged event. The console remains in use, and a field service engineer will travel to the facility to evaluate the console.

Manufacturer narrative:
Device evaluation found that the contact patch on the fluid level sensor was very poor when the console went through priming steps. The sensor was replaced and no further problems were found with the console.